Event description:
It was reported that the right ventricular lead exhibited loss of capture. The lead had dislodged and was explanted and replaced.

Manufacturer narrative:
Analysis was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.